Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided and were unremarkable. An ap x-ray was provided which showed the devices at approx 3 years and 3 months post op. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.